Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support informed customer supplies are indicated for use with the mobi pump for 3 days. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.